Event description:
It was reported by the customer "two microintroducers bent when trying to insert." No other information was provided. This report addresses the second device. 1/20/2023 - the customer reported this event occurred on two devices however only returned one device for evaluation. This file will address the device that was not returned for evaluation.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regr1824 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in united states.